Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
During preliminary investigation check-in, the introducer was found to have a split tip on the distal end of the sheath. The split tip is being recorded as an additional malfunction.

Manufacturer narrative:
D10 ¿ product received on: 02may2019. Investigation ¿ evaluation. A review of the complaint history, device history record, dimensional verification, manufacturing instructions, and quality control of the device, as well as a visual inspection, dimensional verification, and functional test, were conducted during the investigation. The visual inspection of the complaint device showed biological matter was found on the surface of the hub. There was no surface damage noted. A leak test was performed by clamping the sheath tubing and attaching a syringe to the stopcock. No leakage at the check-flo valve was noted. The hub was dissembled in order to examine the silicone disc. The slits were undamaged and all relevant dimensions were measured within specification. At the distal end of the tubing, a section appears to be torn and pulled proximally. The outer tubing was measured within specifications. An appropriately sized checker gauge was able to be advanced through the sheath without difficulty. The device cannot be confirmed to have been manufactured out of specifications. Per the material specification, the silicone disc contains siloxanes and silicone compounds which are known to experience siloxane equilibration or "self-healing" (per cook's engineering department and article by p. Zheng and t. Mccarthy in journal of the american chemical society doi: 10.1021/ja2113257). It is possible that the slits made during production healed before being used in the procedure, resulting in new tears when the dilator was advanced through the disc during the procedure. Additionally, a document based investigation evaluation was performed. Sufficient controls are in place to detect both failure modes (leakage and split tip) prior to release. A review of the device history record for lot 9422929 showed no related nonconformances. The related sheath assembly lot also showed no nonconformances. Since there are no related nonconformances and no other complaints for the same failure mode from this lot, there is no evidence that nonconforming product exists in house or in the field. Based on the information provided, inspection of returned product, and the results of the investigation, a conclusion was able to be made. The failure for the split tip is likely due to random component failure. The cause of the leakage failure, however, could not be established. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
(B)(6). Occupation: unknown. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a rosch-uchida transjugular liver access set was used during a tips procedure in a (B)(6) patient with a history of portal hypertension and gastrointestinal hemorrhage . The physician introduced the wire guide into the inferior vena cava via jugular venous access, advanced the introducer sheath assembly over the wire guide into the hepatic vein. The physician then removed the dilator, and found the blood back flow along the check-flo introducer and "gushed" from the proximal end of the introducer. The physician tried to screwed the bleeding valve but failed. So the physician removed the check-flo introducer promptly and replaced a new check-flo introducer set to completed the procedure successfully. The customer reported the patient did not hemorrhage or require medical intervention after the event. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Additional information regarding the event and patient outcome has been requested but is currently unavailable.